Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing failure via electrograms (egm) was noted on the right ventricular (rv) lead following an express transmission. On device check in the hospital, it was further noted that the rv lead exhibited high, rising and varied thresholds. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.